Event description:
It was reported that a 67-year- old caucasian female who underwent an unknown breast surgery with an unknown mentor silicone breast implant experienced bilateral rupture, and breast pain postoperative. Bilateral breast ultrasound performed in (B)(6) 2022 and the follow-up bilateral breast MRI performed in (B)(6) 2022 which confirmed the issue. As a result, patient underwent bilateral capsulectomy and bilateral replacements with unknown implants on (B)(6) 2022. This report relates to the left side.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: pain, rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on june 17, 2022, an MRI found small areas of fluid collection around the left implant, however the patient exhibited no symptoms as a result, mentor adds patient code, fluid discharge to better describe the event.

Manufacturer narrative:
Additional information received on (B)(6) 2022 indicated that the patient underwent bilateral replacements as follow: l) cat#:3503004bc, sn#:(B)(6) and r) cat#:3503004bc sn#:(B)(6). The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).